Manufacturer narrative:
(B) (4): physio-control is investigating the issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device cycles power on/off and wold not boot up. There was no report of pt involvement with incident.